Event description:
It was reported via an article published on the urology journal that a systematic review and meta-analysis was conducted, incorporating finding from 15 studies spanning across 9 countries and, involving 471 men with larger prostate volumes. The data derived from these studies provide robust evidence of rezum's effectiveness in treating of benign prostatic hyperplasia (bph) symptoms in larger prostates. The rate of serious complications was less than 0.1% and the surgical retreatment was of 1.2% from all cases, further bolstering the safety profile of this treatment modality.

Manufacturer narrative:
Elterman, d. (2023). Water vaper thermal therapy in men with prostate volume 80 cm3: a systematic review and meta-analysis. Urology journal (184), 249-250.